Event description:
A report was received that a pt's wound sites were swollen and painful. The pt's pocket site appeared red and a little wet, while the midline incision was also very swollen. The pt was administered oral antibiotics to treat for infection. The pt met with his physician and the physician determined that there was no infection and the swelling had subsided. The physician has determined that the pt does not need further treatment. The devices remain implanted in the pt.